Event description:
A male was hospitalized in 2007 for kidney stones and was awaiting surgery. He was npo, receiving IV fluids and pain medication. He received pain medication every two hours. Nka. On the afternoon of the following day, he inserted an oral swab into his mouth which was dipped in water. Within seconds, he c/o swelling in the back of his mouth and difficulty breathing. He was treated with an injection of an unk medication and the symptoms subsided. There were no further incidents. The individual had his surgery and was subsequently discharged home. No follow up care was recommended by his physician.

Manufacturer narrative:
Device was not returned for evaluation. First report of allergic reaction for this type of device. No contact information available for this user expect for family member's email address. No complications associated; user was provided with ingredients of this product.